Event description:
The facility had seen an increase in the number of pts experiencing redness and swelling around the penis when using scopes disinfected in cidex opa solution. It was observed that the user facility was not adhering to the product instructions for use (IFU) cleaning and rinsing directions.